Manufacturer narrative:
Product complaint # ==> (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -the entire amount (3 g) was used. -it was used for intraoperative hemostasis rather than prophylactic hemostasis. -the cleaning was performed. -it is unclear whether the length of hospital stay will be extended. -although the urticaria have improved, it is unclear whether the patient has been discharged from the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Was there any intraoperative concurrent use of other products? 3. What is the lot number? 4. Where was the surgicel used (on what tissue)? 5. Was the surgicel product left in place? Was the excess irrigated and removed? 6. What was the onset date of the urticaria? 7. Were cultures performed? If yes, results? 8. What is physician¿s opinion as to the cause of this event? 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative urticaria? 10. What is the patient¿s current status? 11. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2025 and absorbable hemostat was used. The product was used in the wards/ICU, and the day after the surgery, urticaria developed all over the body. Steroids were administered and the patient's condition improved 3 weeks later. The doctor thought that the powder was the cause, as he had previously treated one of the feet and the only change from then was the use of powder. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) corrected information: h6. Additional information was requested, and the following was obtained: 1. Where was the surgicel used (on what tissue)? Knee. 2. Was the surgicel product left in place? Was the excess irrigated and removed? Yes. 3. What was the onset date of the urticaria? =>the day after surgery 4. What is physician¿s opinion as to the cause of this event? The surgeon believes that this product is the cause. 5. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative urticaria? =>yes. 6. What is the patient¿s current status? The patient is recovered after 3 weeks. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? Unknown. It is difficult to get additional information. 2. Was there any intraoperative concurrent use of other products? Unknown. It is difficult to get additional information. 3. What is the lot number? Unknown. It is difficult to get additional information. 4. Were cultures performed? If yes, results? Unknown. It is difficult to get additional information. 5. What is the users experience w/ surgicel powder and other hemostatic agents? Unknown. It is difficult to get additional information. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.